Event description:
The customer reported a communication error and the system was down. This error resulted in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on c-arm power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.